Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. Technical service representative (tsr) assisted with troubleshooting. The care giver stated that they did not check the patient line before they connected the patient. The tsr went over proper procedure with the care giver. The tsr explained the alarm and instructed to cycle the power on the device in order to clear the alarm. The troubleshooting did not determine the cause of the alarm. The tsr advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was provided as h15d2404, however, this is not a valid lot number for this device. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that the patient/care giver did not check the patient line prior to connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.